Manufacturer narrative:
The touchscreen was replaced to resolve the reported issue. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint from customer reporting a touchscreen issue on the v60 ventilator. It is unknown if the device was in use on a patient at the time of the reported event. There was no report of harm, or other patient impact. The device did not meet specifications for intended use and was removed from service.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed that the touchscreen intermittently failed to respond to touch on the right side of the screen. The pse attempted to correct the issue with calibration, but the issue persisted. The pse determined that the touchscreen required replacement. A service proposal was supplied to the customer.